Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported problem was confirmed. The pump was double beeping when batteries were inserted upon power up. The downstream occlusion sensor was replaced and this resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical cadd legcy 6400 pump was "beeping" that would not stop while in use. Consumer tried rem. No adverse events to the consumer reported.